Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced bent cannula event that led to an increase in blood glucose level of 32 mmol/l. They tried to treat it with correction bolus and correction injection via multiple injection daily. The infusion set was in use for 2 days. The event occurred three or more hours after insertion. The insertion site was abdomen. Therefore, on (B)(6) 2025, the patient went to emergency room and eventually got hospitalized. During hospitalization, the patient received intravenous and fluids of saline and insulin as corrective treatment. The patient was admitted in the hospital for seven hours. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated for the malfunction code soft cannula found bent upon removal from infusion site. The batch 6008900 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6008900 were previously tested in complaint (B)(4) on (B)(6) 2025. Test results: visual test according to work instruction (wi) version 2 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6008900 was manufactured according to the wi version 116 manufactured in the line 10, on 28/aug/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on (B)(6) 2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6008900 and another 4 complaints have been registered in database for the same lot 6008900 and malfunction code. Conclusion summary of the related event: this is a complaint which is being addressed as part of a corrective and preventive action (CAPA): "autosoft 90, kinked soft cannula issues which has been opened as a result of trending activities. This complaint is a reportable with valid lot number/product code. CAPA determination results: this complaint falls under the scope of the CAPA: "autosoft 90, kinked soft cannula issues" and will cover inset I (autosoft xc dhf-13.8 & 13.13) and inset ii (autosoft 90 dhf-14 and 14.3) products. Root cause of problem: the root cause has been identified as: method, manpower, measurement, machine: corrective action as a result of the investigation: the action plan and deadlines is as followed: the following actions were already implemented in the non-conformance (nc) 1. Include the defect in document (B)(4) (work instruction inset line) 2. Improve guards of the conveyors 3. Update trays for the stock of cannulas 4. Update document (B)(4) (quality specification for catheter fixture for skewed catheters) for include the handling of the catheter during the process. 5. Update the document (B)(4) (work instruction inset line) to include the preventive actions implemented in the process (trays). A remaining action (to address design root cause) and deadlines is as followed: add cylinders to the lid to maintain in position the needle and cannula during transportation and prior use (database (B)(4) - 30/sep/2025).

Event description:
To date no additional patient or event details have been received.